Event description:
A male implanted in 2008. The following month, the cuff and pump were revised. The following month, the pump was removed and replaced, reason not indicated. Ams has requested additional info.